Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and no delivery. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and customer was able to clear the alarm. Customer also reported to have received an insulin flow blocked alarm and it was resolved by a reservoir and infusion set change. Customer also reported a high blood glucose event and troubleshooting was performed and completed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.